Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not communicating. A technical support specialist (tss) dialed into both the server and the station and confirmed there were no data synchronized issues. From the server, tss ran a downtime query and verified that messages were current. Tss logged into pes and reviewed synchronized information for the station, confirming upload and download times were current. The user mentioned that patient orders had not been crossing over for a week. Tss requested an mrn for review; however, user logged into the station and confirmed that patients and orders were present and crossing over correctly. User confirmed the issue was resolved and approved case closure. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating with cerner. The customer also mentioned that patient information and orders were not transferring into the system and that they had checked with the local hospital information technology (hit) team regarding the network, which was functioning normally. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.